Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported patient effect of dissection is known adverse event as listed in the instruction for use (IFU). It was also reported in this case that direct stenting was performed. It should be noted that the product IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Although a conclusive cause for the reported dissection and the relationship to failing to pre-dilate the lesion cannot be determined, there is no indication in this case of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during direct stenting of the distal left anterior descending (lad) artery with a xience v stent, a tiny intimal tear was noted at the distal end of the lad. The tear was treated via implantation of a 3.0 x 8 mm xience stent with excellent results. No complications were reported. The patient was discharged the following day. There is no additional information available.